Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and customer reported a critical pump error. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1780kl was requested and the device was returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully download to thus. No critical pump error noted during test or listed in pump history download. However, confirmed pump error 63 variable 15 was noted in the history download on (B)(6) 2024 14:31:01.000, problem isolated to the pcb1 board and pcb2 board. Moisture damage noted to the electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. No critical pump error noted during test. However, confirmed pump error 63 variable 15 in the pump history download. Confirmed moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.